Event description:
According to the reporter, the device caused staple line bleeding. In order to resolve the issue, the surgeon used 18 sutures to control the staple line bleeding. The patient is alive. Relevant medical history: colon cancer.